Event description:
The customer reported her insulin pump and serter were cracked and the numbers on the insulin pump were continuously scrolling. Her blood glucose was 114 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch reports 2032227-2014-37682 and 2032227-2014-37573.